Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation for a screw coming out of the attachment device. Reliability engineering evaluated the device and observed that all of the screws were intact; however, the spiral pins that hold the housing bushing were missing. It was determined that the spiral pins were mistaken for screws. The interface of attachment to the drill was unsuccessful due to the housing bushing coming out the attachment therefore a pre-test could not be performed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to missing spiral pins which is consistent with normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the screw was coming out of the attachment device. During in-house engineering evaluation, it was observed that the spiral pins that hold the housing bushing were missing. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.